Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. The reported condition of the knife blade being stuck and exposed was confirmed. The knife did not move smoothly when the latch and trigger were retracted. The blade did not return to its home position properly. The device was disassembled and investigation found the red wire was caught along the pull tube slider and restricted the movement of the blade due to a supplier issue. Engineering was notified of the customer¿s report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer stated the knife blade became stuck in the middle of the jaws during the procedure. The surgeon did not notice this and went to grasp tissue. Bleeding of less than 200cc occurred as a result. There was no injury to the patient.